Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of voluntary report (B)(4).

Event description:
It was reported that the patient underwent a ventral hernia repair procedure along with bilateral component separation and strattice mesh underlay on (B)(6) 2012 and mesh was implanted. Post-operatively, the patient experienced a recurrent ventral incisional hernia. Additional information has been requested.